Event description:
A report was received that the patient underwent a lead revision procedure due to a damaged lead.

Manufacturer narrative:
Additional information was received that this event was previously reported in MFR report #: 3006630150-2016-03376.

Event description:
A report was received that the patient underwent a lead revision procedure due to a damaged lead.